Event description:
It was reported that the patient underwent a posterior surgical procedure at l3-4. It was reported that 4 months post-op, the patient underwent a revision surgery due to the set screw migrating. The fixation levels were extended to l2-4 and a new cage was placed at l3/4. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.